Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. No visual anomalies were noted on the returned sheath or dilator. The dilator was flushed with fluid and a brk needle/stylet assembly from current inventory was inserted and successfully advanced through the entire length of the dilator/sheath assembly with no resistance or functional anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation procedure, while inserting the needle with stylet into the introducer, the needle punctured through the dilator and distal tip of the sheath. Another sheath was used to complete the procedure with no consequences to the patient.